Manufacturer narrative:
Cartridge product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during two different intraocular lens (iol) implant procedures, the cartridge split. Additional information was provided that there are additional cartridges that have cracked. She did state that there was no patient harm. There are three medical device reports associated with cracked cartridges by the same reporter. This report is for the third of three reports.